Manufacturer narrative:
Date rec'd by MFR: 07aug2019. The replaced user interface (ui) assembly was returned and failure investigation was performed on 08/02/2019. During debugging, the cold cathode fluorescent lamp was found to be burnt out. It was determined that the burnt out cold cathode fluorescent lamp backlight was the root cause of the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the (graphical user interface) gui. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported dim display. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.